Manufacturer narrative:
(B)(4). Date sent: 12/29/2022. D4: batch # u5c83w. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the closing trigger and anvil in closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60w reload loaded in the device. The reload was received partially fired 2/3 with the reload deck damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be broken and buckled. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5c83w, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2022. Batch #unk. Additional information requested and the following was received: * how was the device removed from patient? They had to use robotic arm to pry device open. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during an unknown procedure the stapler was placed on tissue and device was fired. As product was going through sequence, several cracking and crunching noises were heard. Stapler was unable to be opened so they tried battery removal, reverse switch, and manual override. Device was still unable to be removed from the tissue. Finally they were able to pry device open. There were no patient consequences.